Manufacturer narrative:
Exact date unknown, event occured years ago.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. No further information could be obtained despite good faith efforts.